Manufacturer narrative:
The lot number was provided for the malfunction; therefore a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0603880c implantable port allegedly experienced a fluid leak. This report was received from one source. The device was not used in a patient.